Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the occlusion mechanism seized. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The roller pump occlusion mechanism seized. The item was repaired in the field. The field service representative (fsr) replaced the guts assembly as preventive maintenance and the unit operated to manufacturer's specifications. The suspect assembly was returned for further analysis. There was evidence of blood ingress and a lack of lubrication which likely caused the occlusion knob and adjustment screw to be stripped which in turn seized the occlusion mechanism. No further action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.